Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system buretrol solution set chamber cracked. During an unspecified infusion on a pediatric patient, the unknown infusion pump was beeping, and a staff member heard a ¿loud pop¿ originating ¿from the chamber of the tubing¿. The buretrol chamber was observed ¿cracked and shattered¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.